Event description:
Routine complaint investigation when a new consumer reported difficulty setting up their meter alleging that the calibration bar when inserted gave another lot number in the memory of the meter. If the combination of calibration codes were used to perform an assay, the results could be clinically significant. When the consumer was unable to calibrate the meter, the consumer called an ambulance so that they could get a reading. There was no report of death, serious injury or mistreatment associated with the event.